Event description:
It was reported that the customer experienced ongoing, intermittent elevated blood glucose levels; cause and specific values were not provided. On 3/22/2023 they experienced a bg level of 400 mg/dl and administered a manual injection to address the issue. Cause of bg level was not known. Customer went to the emergency room with high ketones and was treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.